Event description:
On an unknown date in 2006, an amplatzer septal occluder was implanted. On (B)(6) 2019, the patient passed away. An autopsy was performed in (B)(6). Findings at autopsy demonstrated erosion of the device into the aorta with evidence of cardiac tamponade.

Manufacturer narrative:
An event of patient death due to the device erosion and perforation of the aorta causing cardiac tamponade and pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Information from the field indicated that the endscrew of the septal occluder had perforated through the aortic valsalva and the right sinus into the pericardial space, and that the septal occluder was not fixed to the atrial wall. Since the device was not returned, there was insufficient information on the erosion, and there was no echocardiographic information to determine the etiology of the erosion, the cause of the erosion could not be conclusively determined. Please note from the instructions for use, artmt100092311 revision b, "physicians should be aware of the risk of erosion. Erosion may be the result a complex set of interactions between factors including, but not limited to the underlying anatomic substrate, retro-aortic rim of less than 5mm in any echocardiographic plane, and the dynamic hemodynamic counter-motion between the atrium and the aorta. However, there is insufficient data including inadequate echocardiographic information about the cases already reported to determine etiology of erosion."

Event description:
On an unknown date in 2006, an amplatzer septal occluder was implanted. On (B)(6) 2019, the patient passed away. An autopsy was performed in chester county, pennsylvania. Based on the autopsy report, the cause of death was acute pericardial tamponade due to interatrial septal occluder perforating the aorta. It was observed that there was 520 milliliters of congeal blood in the pericardial sac. The device was not fixed to the atrial wall and the delivery rod on the device perforated through the aortic valsalva and right sinus into the pericardial space, causing the pericardial effusion.